Event description:
During robotic surgery, the permanent cautery spatula was being used inside the patient's abdomen when the scrub tech saw on the video monitor that it looked like a piece of plastic coating was flaking off the instrument. The surgeon used a robotic prograsp instrument to retrieve the flake from the cautery spatula. The plastic piece and the defective instrument were then withdrawn from the patient's abdomen. The plastic flake never fell off the instrument into the patient. A new cautery spatula was used for the rest of the case.